Event description:
It was reported that a patient underwent a left mastopexy, lipa-fill and removal of step deformity to right tram on (B)(6) 2025 and topical skin adhesive was used. The patient developed a reaction that presented 5 days post-operatively on (B)(6) 2025. Patient was readmitted to the ward on (B)(6) 2025. Patient was put on IV antibiotics. Advised to apply betanavate, however patient didn't want to due to the side effects of this. The patient is clinically well. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date/day post-op reaction was noted ¿ 5 days post-op. Were any cultures taken? Unknown. How was the adhesive applied? Unknown. What prep was used prior to, during or after adhesive use? All patients pre-operatively, wash in hibiscrub/octenisan and clexane the night before operation. Patients also have pre-load carb powder. All admitted to same ward. Theatre prep unknown. Was a dressing placed over the incision? If so, what type? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi unable to retrieve. If required, will need to gain approval from matron for release of these details. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Is product available to return for analysis. No. What is the procedure name? Left mastopexy, lipa-fill and removal of step deformity to right tram. What is the procedure date (dd/mm/yyyy)? (B)(6) 2025. What date did the reaction occur on (dd/mm/yyyy)? (B)(6) 2025, readmitted to the ward on (B)(6) 2025. What does the reaction look like and how large of an area does the reaction cover? Unknown now, but on (B)(6) 2025, the left breast was very red (severe erythema), right breast had a rash across. Do you have any pictures of the reaction? Requested from medical photography was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Patient was put on IV antibiotics. Advised to apply betanavate, however patient didn't want to due to the side effects of this. If medication was required, please clarify if it was prescription strength. Unknown. Can you identify the product code and lot number of the product that was used? Not available. What is the most current patient status? Unknown, awaiting next review. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Allergies - known allergies to stitches, some plasters and tegaderm dressings. Additional: radiotherapy and chemotherapy to right breast in 2015.